Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that surgeon attempted to lift a flap from an uncut area at the inferior side of the left eye by using a crescent knife but still could not be lifted during refractive surgery. There was no patient movement. Additionally, surgeon requested to wait for two-three months for proper healing of the cornea in left eye and plan for stream light procedure. The treatment was postponed. Additional information has been requested.

Event description:
A healthcare professional reported that surgeon attempted to lift a flap from an uncut area at the inferior side of the left eye by using a crescent knife but still could not be lifted during refractive surgery. There was no patient movement. Additionally surgeon requested to wait for two-three months for proper healing of the cornea in left eye and plan for stream light procedure. The patient don't have any medical history. The treatment was postponed. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the field service engineer cleaned the main deflector and f-theta and performed a threshold test. Field service engineer performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. The thickness of the flap is thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).